Event description:
It was reported that the patient received inappropriate shocks post implant. The segms were reviewed and found that the device appears to be sensing the p-wave on the ventricular channel. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.